Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power. A field service engineer (fse) found that the main drawer 5 failed which caused the machine not to power on. The controller boards were replaced. The station was tested in diagnostics with no failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not turning on, there were some clicking sound from inside the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.